Event description:
It was reported that when the box of the product was opened, the irrigation tip of the product broke off.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.